Event description:
It was reported that (1) al326 was used during an endoscopic vein harvest procedure. It was reported by the rep that on a coronary artery bypass graft the surgeon harvests the saphenous vein. The surgeon said "this particular instrument misfired and jammed". A second clip applier was opened and the case was completed with no consequence to the pt.